Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device dwell 2 of 4. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm and had the hp cycle the power to clear the alarm. The tsr advised to either start over with new supplies or finish manually. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.